Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, in the seventh life, the monopolar curved scissors (mcs) showed no cutting ability, and then the steel cable broke. The procedure was completed with no reported injury.